Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure was embedded all the way down pretty much to the endometrium."), pelvic pain ("pelvic pain") and device expulsion ("essure was embedded all the way down pretty much to the endometrium.") In a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thalassaemia beta. Concomitant products included naproxen sodium (aleve) from 2009 to 2017. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced migraine ("migraines") and nausea ("nausea"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysuria ("urinary pain/urinary difficulties"), libido decreased ("reduced libido"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), weight decreased ("weight loss"), headache ("headaches"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), back pain ("back pain"), alopecia ("hair loss"), perineal pain ("perineal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic partial salpingectomy with removal of essure devices), surgery (laparoscopic partial salpingectomy with removal of essure devices ), surgery (laparoscopic partial salpingectomy with removal of essure devices) and surgery (tooth extraction). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, device expulsion, dysuria, libido decreased, vaginal haemorrhage, menorrhagia, weight decreased, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, back pain and perineal pain outcome was unknown and the migraine, alopecia and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, dysuria, embedded device, fatigue, headache, libido decreased, menorrhagia, migraine, nausea, pelvic pain, perineal pain, tooth disorder, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: unavailable current weight (B)(6) lbs. Intensity of pain: pelvic pain (8/10), perineal pain (10/10), headaches/migraine (7/10) and back pain (7/10). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: embedded device. Most recent follow-up information incorporated above includes: on 7-jun-2018: medical record received. Event device embedded was added. Reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure was embedded all the way down pretty much to the endometrium."), pelvic pain ("pelvic pain") and device expulsion ("essure was embedded all the way down pretty much to the endometrium.") In a 27-year-old female patient who had essure (batch no. 627313) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma bronchial. Concurrent conditions included thalassaemia beta, overweight, genital herpes since (B)(6) 2012, itchy since (B)(6) 2012, rash since (B)(6) 2012, dermatophytosis of foot since (B)(6) 2012, joint pain since (B)(6) 2012, dyspnea since (B)(6) 2015, wheezing since (B)(6) 2015, menses irregular since (B)(6) 2015, cough since (B)(6) 2016, urinary retention since (B)(6) 2017, tenderness since (B)(6) 2017, chronic salpingitis since (B)(6) 2017, endometriosis since (B)(6) 2017 and vomiting since (B)(6) 2016. Concomitant products included naproxen sodium (aleve) from 2009 to 2017, panadeine co (tylenol #3) and salbutamol (proventil). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain /low back pain") and abdominal pain ("abdominal pain"). In 2010, the patient experienced weight decreased ("weight loss"), weight increased ("weight gain") and alopecia ("hair loss"). In 2011, the patient experienced tooth fracture ("dental problems : my teeth were crumbling off"), vulvovaginal pain ("vaginal pain") and dental caries ("dental problems :teeth decaying really bad"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysuria ("urinary pain/urinary difficulties"), libido decreased ("reduced libido") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), perineal pain ("perineal pain") and coccydynia ("tailbone pain"). The patient was treated with surgery (laparoscopic partial salpingectomy with removal of essure devices)and surgery (tooth extraction). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, dysuria, vaginal haemorrhage, menorrhagia, headache, nausea, tooth fracture, dysmenorrhoea, vaginal discharge, fatigue, vulvovaginal pain and dental caries outcome was unknown, the pelvic pain, libido decreased, weight decreased, dyspareunia, weight increased, back pain, perineal pain, abdominal pain and coccydynia had resolved and the migraine and alopecia was resolving. The reporter considered abdominal pain, alopecia, back pain, coccydynia, dental caries, device expulsion, dysmenorrhoea, dyspareunia, dysuria, embedded device, fatigue, headache, libido decreased, menorrhagia, migraine, nausea, pelvic pain, perineal pain, tooth fracture, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unavailable. Current weight 152 lbs. -intensity of pain: pelvic pain (8/10), perineal pain (10/10), headaches/migraine (7/10) and back pain (7/10). (B)(6) 2017:anatomic pathology:diagnosis: a. Right essure and fallopian tube: one completely transected segment of oviduct showing mild acute and chronic salpingitis. Endometriosis of fallopian tube. Essure device, gross examination only. Essure device, gross examination only. B. Left essure and fallopian tube: one completely transected segment of oviduct. Showing chronic salpingitis. Essure device, gross examination only. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure was embedded all the way down pretty much to the endometrium."), pelvic pain ("pelvic pain") and device expulsion ("essure was embedded all the way down pretty much to the endometrium.") In a 27-year-old female patient who had essure (batch no. 627313) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma bronchial. Concurrent conditions included thalassaemia beta, overweight, genital herpes since (B)(6) 2012, itchy since (B)(6) 2012, rash since (B)(6) 2012, dermatophytosis of foot since (B)(6) 2012, joint pain since (B)(6) 2012, dyspnea since (B)(6) 2015, wheezing since (B)(6) 2015, menses irregular since (B)(6) 2015, cough since (B)(6) 2016, urinary retention since (B)(6) 2017, tenderness since (B)(6) 2017, chronic salpingitis since (B)(6) 2017, endometriosis since (B)(6) 2017 and vomiting since (B)(6) 2016. Concomitant products included naproxen sodium (aleve) from 2009 to 2017, panadeine co (tylenol #3) and salbutamol (proventil). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain /low back pain") and abdominal pain ("abdominal pain"). In 2010, the patient experienced weight decreased ("weight loss"), weight increased ("weight gain") and alopecia ("hair loss"). In 2011, the patient experienced tooth fracture ("dental problems : my teeth were crumbling off"), vulvovaginal pain ("vaginal pain") and dental caries ("dental problems :teeth decaying really bad"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysuria ("urinary pain/urinary difficulties"), libido decreased ("reduced libido") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), perineal pain ("perineal pain") and coccydynia ("tailbone pain"). The patient was treated with surgery (laparoscopic partial salpingectomy with removal of essure devices), surgery (laparoscopic partial salpingectomy with removal of essure devices), surgery (laparoscopic partial salpingectomy with removal of essure devices) and surgery (tooth extraction). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, dysuria, vaginal haemorrhage, menorrhagia, headache, nausea, tooth fracture, dysmenorrhoea, vaginal discharge, fatigue, vulvovaginal pain and dental caries outcome was unknown, the pelvic pain, libido decreased, weight decreased, dyspareunia, weight increased, back pain, perineal pain, abdominal pain and coccydynia had resolved and the migraine and alopecia was resolving. The reporter considered abdominal pain, alopecia, back pain, coccydynia, dental caries, device expulsion, dysmenorrhoea, dyspareunia, dysuria, embedded device, fatigue, headache, libido decreased, menorrhagia, migraine, nausea, pelvic pain, perineal pain, tooth fracture, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unavailable current weight 152 lbs. -intensity of pain: pelvic pain (8/10), perineal pain (10/10), headasches/migraine (7/10) and back pain (7/10). (B)(6) 2017:anatomic pathology:diagnosis: a. Right essure and fallopian tube: one completely transected segment of oviduct showing mild acute and chronic salpingitis. Endometriosis of fallopian tube. Essure device, gross examination only. Essure device, gross examination only. B. Left essure and fallopian tube: one completely transected seqment of oviduct. Showing chronic salpingitis. Essure device, gross examination only. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: embedded device. Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs received. Reporter information updated. Historical condition, concomitant condition, concomitant drug, laboratory data were added. Added event vaginal pain, dental problems: teeth decaying really bad, teeth crumbling, tailbone pain, abdominal pain. Updated onset date, outcome. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.